Manufacturer narrative:
The information related to auto mode which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in intensive care unit and the insulin pump received a motor error. The customer¿s blood glucose level was 168 mg/dl, 19 mg/dl, 1700 mg/dl, 500 mg/dl and 50 mg/dl. The customer was treated with 15 unites by injection and gave shots. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was turned off.

Manufacturer narrative:
Correction has been made.

Event description:
The customer reported that they were experiencing high blood glucose because of the tubing. Blood glucose at the time of the incident was 500 mg/dl and treated with shots. Customer stated they changed the tubing but the blood glucose was not going down. Customer also reported getting a motor error alarm when the insulin pump ran out of insulin and ignored it. Customer's blood glucose was ranging from 50 to 500 mg/dl. The insulin pump is expected to return for analysis.